Manufacturer narrative:
The results of the investigation are inconclusive as the device was not return for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2023-03508. It was reported that the patient had ineffective stimulation and one lead migration. Surgical intervention was undertaken on (B)(6) 2023, where both leads were repositioned. Therapy was restored post-op.